Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified folfusor overinfused during patient use. The reporter stated that the device finished five (5) hours before the expected time. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.